Event description:
It was reported that approximately halfway through an atrial fibrillation (afib) procedure during ablation at 25w at temperature control mode, it was noted that all the signals had been lost on the proximal poles of the navistar thermocool catheter (3,4). The signal loss occurred on both the carto system and the recording system during radiofrequency delivery and also when no radiofrequency was being delivered. The cable was replaced, which did not resolve the issue. The catheter was replaced and the procedure was completed with no further issue. There was no patient consequence. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted char on the proximal end of the tip dome which measured more than 1mm. The tip section was bent about 15mm from the proximal end of electrode ring #3. The amount of char noted on (B)(6) 2014 is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that approximately halfway through an atrial fibrillation (afib) procedure during ablation at 25w at temperature control mode, it was noted that all the signals had been lost on the proximal poles of the navistar thermocool catheter (3,4). The signal loss occurred on both the carto system and the recording system during radiofrequency delivery and also when no radiofrequency was being delivered. The cable was replaced, which did not resolve the issue. The catheter was replaced and the procedure was completed with no further issue. There was no patient consequence. The returned device was visually inspected upon receipt and char was found on the tip dome. This condition was not reported by the customer. Per the reported event, catheter was tested for electrical performance and it failed on electrode 4. Catheter was dissected and the investigation suggested that the lead wire was broken close to the electrode itself. Due to the char found, catheter was tested for stockert compatibility and thermal sensor response and catheter passed. Finally, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified since electrode 4 failed. However, for the char it remains unknown the origin since electrode 1 was working properly, as well as the irrigation system.